Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, an infection, seepage, limited range of motion, is unable to bear weight and has developed a cyst.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. The reported event alleges a symptom rather than a defined device failure. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection.